Event description:
It was reported that while using bd vacutainer® push button blood collection set, the holder separated from the needle. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary : material #: 367344, lot/batch #: 3173409. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for holder separates during use was observed. Additionally, ten retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainers with water and the issue of separate during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of the holder separate during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h .10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the holder separated from the needle. No patient impact reported.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set d2b.medical device type: jka there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.